Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported leak, suction problem and air in device issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, when inserting a dialysis catheter, allegedly no blood was returned. It was further reported that when using the puncture needle to withdraw fluid, allegedly two tubes of air were withdrawn. Reportedly, the puncture needle was found to be leaking when inspected, so it was not possible to complete blood was drawn back. Subsequently, the barrel and needle connection were compressed again to confirm that blood was drawn back. Furthermore, the operation continued and was completed after blood was drawn back. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, when inserting a dialysis catheter, allegedly no blood was returned. It was further reported that when using the puncture needle to withdraw fluid, allegedly two tubes of air were withdrawn. Reportedly, the puncture needle was found to be leaking when inspected, so it was not possible to complete blood was drawn back. Subsequently, the barrel and needle connection were compressed again to confirm that blood was drawn back. Furthermore, the operation continued and was completed after blood was drawn back. There was no reported patient injury.